Event description:
The hospital reported that prior to a saphenous vein harvesting procedure, the image on the endoscope was black. No patient involvement was reported. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.